Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was shutting down and self rebooting without command of the operator. There is no report of a patient injury or death associated with this event.